Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during rectosigmoidectomy and lymphadenectomy, the reload was being used on the stapler, but when triggered it failed to fire. It was replaced with a clamp and circular stapler. There was no patient injury.